Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an alert was triggered and a polarity switch occurred, the patient complains of an intermittent twitch, oversensing was noted, high impedance, and noise were also noted. It was also reported that on x-ray the lead appeared to not be seated in the header. Further information obtained reported that the lead was unscrewed from, and re-inserted into the header. The lead is still in use. No patient complications have been reported as a result of this event.